Manufacturer narrative:
Upon receipt of additional information, the lead should not be submitted as a medical device report (MDR) as the event did not indicate a malfunction on lead caused a serious event.

Event description:
Additional information received indicating that the right atrial (ra) lead was not involved during this event. The ra lead was implanted successfully during the event and remains active with no allegation of malfunction on the ra lead.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, loss of capture was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.